Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator extended beyond the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the device will not cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during meniscus repair, it was noticed that after implanting the t1 of the fast-fix 360, the t2 implant was missing or impossible to deploy. This resulted in a loss of time during the operation, and therefore longer anesthesia, but there were no further consequences for the patient. The implant t1 could be removed without any problem by pulling on it. The procedure was completed using a smith and nephew backup device and with less than 15 minutes of surgical delay. No further complications were reported.